Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("insert located in uterus") and genital haemorrhage ("bleeding") in a female patient who received essure. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device expulsion (serious criteria medically significant and clinically significant/intervention required) and genital haemorrhage (serious criterion medically significant). Essure was withdrawn. At the time of the report, the device expulsion and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion and genital haemorrhage with essure. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was found that her insert was located in uterus (device expulsion). She also experienced bleeding (seen as genital bleeding). Patient underwent hysteroscopic device removal, followed by a tubal ligation. The events are anticipated in the reference safety information for essure. During the essure therapy, there is a risk that the device could move out of fallopian tubes. This movement could be an expulsion (into uterus or out of the body). Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("insert located in uterus, unilateral failure of placement of essure") and menorrhagia ("bleeding, highly abundant menstrual bleeding") in a (B)(6) female patient who received essure (batch no. C68119) for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for contraception. The patient's past medical history included cholecystectomy, bile duct stone, multigravida, parity 2, multigravida and termination of pregnancy - elective. Concurrent conditions included overweight. Concomitant products included ketoprofen (profenid) for analgesia. On (B)(6) 2015, the patient started essure. On an unknown date, the patient started mirena (intra-uterine) 52 mg, 20 mcg/24hr continuously. On (B)(6) 2015, the same day after starting essure, the patient experienced uterine polyp ("regular mucosa with a small polyp in uterine fundus seen at mirena removal prior to essure insertion"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("pelvic pain on sexual intercourse (dyspareunia), which forced her to stop having intercourse"). The patient was treated with surgery (hysteroscopy (removal of the insert was followed with tubal ligation via laparoscopy) on (B)(6) 2016) and surgery (endometrial resection during the procedure for removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia and uterine polyp outcome was unknown and the menorrhagia and adenomyosis had not resolved. The reporter provided no causality assessment for device expulsion, menorrhagia, adenomyosis, dysmenorrhoea, dyspareunia and uterine polyp with essure and mirena. The reporter commented: on (B)(6) 2017, on visit following tubal sterilisation with clip on laparoscopy ((B)(6) 2016) after a unilateral failure of placement of essure, she requested hysterectomy. She reported highly abundant menstrual bleeding accompanied by pelvic pain on sexual intercourse (dyspareunia), which forced her to stop having intercourse, as well as dysmenorrhoea with highly abundant menstrual bleeding. She also performed endometrial resection during the procedure for removal of intrauterine essure, which had disclosed adenomyosis. It was suggested to her that she should wait a few cycles, 3 months, to see the course of events, the abundance of bleeding and severity of pain. Fu2 ((B)(6) 2016) - interadnexial hysterectomy and salpingectomy were scheduled for (B)(6) 2017. Diagnostic results: on (B)(6) 2015: hysteroscopy for essure insertion under hypnosis, profenid suppository 1 hour earlier: vaginal digital examination found nothing of note. Catheterisation of cervix using bettochi technique. Regular mucosa with a small polyp in uterine fundus. The tubal ostia were difficult to visualise due to presence of mirena iud. Placement of two essure devices, serial number (B)(4), batch number c68119. On left, insert easily placed: 3 trailing coils. On right, ostium not accessible due to iud. Removal of iud. On right, placement of insert, 5 trailing coils. Duration of procedure: 10 minutes. Local contraception for 3 months, abdominal plain film to be done at 3 months. On (B)(6) 2016: ultrasound: essure in intrauterine position. On (B)(6) 2016: hysteroscopy - resection: dilatation of cervix easy up to dilator no. 9. Visualisation of an essure insert free in the uterine fundus. Removal of the insert in its entirety. Superficial resection of uterine mucosa for pathological anatomy, that disclosed adenomyosis. On (B)(6) 2016: laparoscopy - tubal ligation: insufflation via left subcostal approach. Low pneumoperitoneum 2.5 l. A no. 10 trocar was placed in umbilical position, a no. 8 trocar in supra-pubic. Uterus normal, both ovaries normal. Hepatic compartment normal. Clips were placed on the proximal portion of the tubes. Desufflation and suturing of skin orifices with interrupted stitches using rapidly resorbable vicryl thread. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred terms. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed (B)(4) cases. Menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Based on complaint description, there is no mention of a device manufacturing failure; therefore this case is not related to an essure quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 03-feb-2017: physician answered to follow-up request: mirena and small polyp seen at mirena removal added, new events "adenomyosis, highly abundant menstrual bleeding (event term specified), accompanied by pelvic pain on sexual intercourse (dyspareunia), dysmenorrhea", medical history, tests, were added. (B)(4). On 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was found that her insert was located in uterus, unilateral failure of placement of essure (device expulsion). She also experienced bleeding, highly abundant menstrual bleeding. Patient underwent hysteroscopic device removal, followed by a tubal ligation. She also underwent an endometrial resection during the procedure for removal of essure. Prior to essure insertion, she had mirena inserted and experienced a non-serious event (uterine polyp). The events are anticipated in the reference safety information for essure. During the essure therapy, there is a risk that the device could move out of fallopian tubes. This movement could be an expulsion (into uterus or out of the body). Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. Also menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, bleeding, highly abundant menstrual bleeding was considered related to essure. This case was regarded as incident, as a surgical intervention was performed and device removal was required. The product technical analysis resulted in an unconfirmed quality defect.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-mar-2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed 222 cases. Menorrhagia. The analysis in the global safety database revealed 349 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 21-feb-2017: following company internal review, the case was not considered to be final report, since an updated quality safety evaluation with lot number is expected. On 3-mar-2017: updated quality-safety evaluation of ptc was received company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was found that her insert was located in uterus, unilateral failure of placement of essure (device expulsion). She also experienced bleeding, highly abundant menstrual bleeding. Patient underwent hysteroscopic device removal, followed by a tubal ligation. She also underwent an endometrial resection during the procedure for removal of essure. Prior to essure insertion, she had mirena inserted and experienced a non-serious event (uterine polyp). The events are anticipated in the reference safety information for essure. During the essure therapy, there is a risk that the device could move out of fallopian tubes. This movement could be an expulsion (into uterus or out of the body). Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. Also menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, bleeding, highly abundant menstrual bleeding was considered related to essure. This case was regarded as incident, as a surgical intervention was performed and device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.